Manufacturer narrative:
The account replaced the left caregiver overlay to resolve the problem with the head section running up unintentionally. The head up switch was stuck on the caregiver overlay.

Event description:
The account alleged that the head ran up unintentionally on this bed.